Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported that no anomaly of the pump was observed before (B)(6) 2019. It was noted that ¿because the MRI was conducted in another hospital, checking the pump was not performed [immediately after the MRI].¿ the purpose of the patient visiting the hospital on (B)(6) 2019 was a normal medical examination. The patient experienced exacerbation of spasticity due to pump stoppage on (B)(6) 2019. No actions/interventions were taken to resolve the exacerbation of spasticity as the pump had resumed automatically after telemetry. The exacerbation of spasticity had been resolved. The classification of severity for the exacerbated spasticity was ¿n/a to 1-7 (not serious)¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative. It was reported that logs showed: (B)(6) - 3:40 pm - critical alarm -motor stall occurred (B)(6) - 3:40 pm - critical alarm- stopped pump may exceed tube set (B)(6)- 3:32 pm - motor stall recovery occurred the patient and doctor did not hear the a critical alarm; the alarm message was only in the logs. The patient, family, and doctor were worried about the critical alarm not activating despite logs showing ¿stopped pump may exceed tube set¿. They were worried about [potential] withdrawal of the patient because they do not have a way to detect a motor stall while the pump is in telemetry state. The manufacturer representative understood that the pump had entered telemetry mode, was infusing normally, and would not audibly alarm in telemetry state.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg2y6z204, implanted: (B)(6) 2019 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown concentration) at 50 mcg/day (as of (B)(6) 2019) via an implantable pump for spinocerebellar degeneration (hereditary spastic paraplegia). The dose was increased to 90 mcg/day on (B)(6) 2019. It was reported that a ¿delay in the pump automatic resuming¿ occurred. On (B)(6) 2019 at 15:40, a cervical MRI examination was conducted. On (B)(6) 2019 at 14:30, the patient visited the hospital, and when the log was checked with a ct900 programmer, a ¿pump stoppage of the device¿ alert was displayed. At that time, ¿the alarm was not activated¿. When the ct900 programmer was switched to the alarm display screen, ¿an important alarm was activated, and the pump still stopped working¿. At 16:30, telemetry was performed again with the ct900 programmer, and when checking the logs, it was identified that the pump had resumed automatically at 15:32. The physician wanted to know the cause of the event and why it took 8 days from pump stoppage to ¿automatic resuming (15:40 on (B)(6) 2019 to 15:32 on (B)(6) 2019 after the MRI scan. In addition, the patient did not notice this because the alarm was not activated while the pump stopped working. When switching to the alarm screen with the ct900 programmer during the visit to the hospital, it was also unknown why an ¿important alarm¿ was activated. The classification of severity was ¿n/a to 1-7 (not serious)¿. The outcome was ¿recovered¿ on (B)(6) 2019. The causality was not attributed to the drug, catheter, programmer, or surgical procedure. It was unknown if the causality was attributed to the pump. No further complications were reported.